Manufacturer narrative:
Concomiant medical products: ddbb1d, ICD (B)(6) 2014 5866-38m adaptor (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of pain at the implantable cardioverter defibrillator (ICD) implant site in the abdomen. The ICD was extracted from the abdominal region and relocated in the left pectoral area. Adapters were added to the leads, tunneled to the left pectoral pocket and connected to the device. It was also reported that the right atrial epicardial lead was oversensing and noise was noted via the device. Visually there was some insulation wear. The lead remains in use. The physician thought the defibrillation lead was too close to the diaphragm and there was placement difficulty due to patient anatomy. The physician thought that the lead location was part of the reason the patient complained of discomfort. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.